Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that the insulin pump was damaged. The customer reported that the insulin pump was damaged from the top of battery compartment. The customer reported 156.6 mg/dl at the time of incident. Troubleshooting was not performed. Product is not expected to return for analysis.

Manufacturer narrative:
Pump had broken battery tube threads, cracked reservoir tube lip, belt clip slot, cracked case at reservoir tube window corner, reservoir tube window and minor scratched display window.